Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The brand name of this device is access and not 'set, administration, intravascular' as stated in the initial medical device report.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. Therefore the cause of the reported condition cannot be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a clearlink set that had restricted flow during patient use. There was patient involvement but no patient injury or medical intervention was reported. No additional information is available. This is report 2 of 19 of the same reported problem from this facility.